Event description:
It was reported that the patient expired. The causes of death reported were sudden cardiac death, ischemic cardiomyopathy, left ventricular thrombus, and systolic heart failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.